Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An initially reported by consumer states that after using contact lenses consumer experienced irritation and lens was torn in eye, consumer visited a doctor and removed the remaining lens fragment from the eye. The consumer was a diagnosed with part of corneal epithelium was peeled off and was instructed to come back again in a week. The consumer was treated with sodium hyaluronate and levofloxacin eye drops four times per a day for one week. The current status of the consumer's eyes was resolved at the time of the report. Additional information has been requested but not yet received.